Event description:
It was reported that during the unk surgery, after fired, could not open the jaw. Knife reverse button could not work. Used manual override lever to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025. D4: batch # 195d16. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was attempted to manually returned to home position. In addition, the knife was still noted to be partially advanced. The override lever was continue activated, and the knife returned to home position as expected. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The reverse button is functional during the test. The event would not reverse button force could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. To use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Device history review: a manufacturing record evaluation was performed for the finished device batch number 195d16, and no non-conformances were identified.